Event description:
Inside sterile wrapping of pleur-evac a-6000-08lf unit had a small tear. Plastic wrapping was intact per contact email. Product unused and contact would like to know what to do with unit.

Manufacturer narrative:
Qn #(B)(4). The device history record of batch number 74a2101836 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf 6/cs) lot 74a2101836 was received for analysis. The wrapped bottle was outside the header bag. It was observed the non-woven tape broken. No issues were observed on csr wrap. The bottle was unwrapped, and it was observed the corner of printed face broken, near to suction port. The missing corner was inside of packaged. In visual inspection it was observed the non-woven tape and the printed face broken. However, such damages cannot be confirmed as manufacturing issue related since there is no sufficient evidence to assure that these issues were originated during the manufacturing assembly. In addition: no damages were reported for lot 74a2101836 when sent for sterilization and distribution center. The device history record of batch number 74a2101836 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf 6/cs) lot 74a2101836 was received for analysis. The wrapped bottle was outside the header bag. It was observed the non-woven tape broken. No issues were observed on csr wrap. The bottle was unwrapped, and it was observed the corner of printed face broken, near to suction port. The missing corner was inside of packaged. In visual inspection it was observed the non-woven tape and the printed face broken. However, such damages cannot be confirmed as manufacturing issue related since there is no sufficient evidence to assure that these issues were originated during the manufacturing assembly. In addition: no damages were reported for lot 74a2101836 when sent for sterilization and distribution center.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Inside sterile wrapping of pleur-evac a-6000-08lf unit had a small tear. Plastic wrapping was intact per contact email. Product unused and contact would like to know what to do with unit.